Event description:
It was reported the clinician tried to place an io, but it lost power and started skidding immediately when the drill encountered bone. The access could not be placed. There was no reported delay, complication, death or serious injury to the patient.

Manufacturer narrative:
(B)(4).